Event description:
Maude event report (B)(4) received from FDA: (B)(6) 2013: patient underwent multi-level lumbar fusion on (B)(6) 2013 with implantation of the following hardware: viper-ii t1 spinal rod (5.5 x 480mm (B)(4), viper t1 screws (ext-tab 7.0x 45 (B)(4), and viper/monarch set s1 screws (B)(4). All hardware was made by j and j 1depuy. Surgery was performed by dr on (B)(6) 2013, it was discovered by x-ray and confirmed by CT scan that the spinal rod had become dislodged from the left sacral screw resulting in non-stabilization at l5-51 bilaterally. Surgery was undertaken on (B)(6) 2013 at medical center. Surgery revealed the rod had backed out of the left sacral screw, but the left screwand set screw were still in place and that the right sacral screw had loosened. There was no infection or history of trauma or patient non-compliance to account for the observed failure of the union between the rod and screw. In order to remedy the resultant pathology, an anterior and posterior surgical approach were required to stabilize the l5-s1 spine. During this surgery an additional cage was placed anteriorly and additional spinal extender rods iliac screws were placed bilaterally from a posterior approach. This also resulted in an additional 7 day hospitalization. Subsequently it was discovered that the hardware placed during the (B)(6) 2013, surgery also failed resulting in an additional surgery on (B)(6) 2013. This hardware failure will be reported in more detail in another adverse event report. To our knowledge the defective spinal hardware was disposed of at the time of surgery and was not returned for any testing. See mfg medwatch report no. 1526439-2013-28101 for the first rod that was dislodged. See mfg medwatch report no. 1526439-2013-28103 for the right sacral screw that had loosened.

Manufacturer narrative:
We do not use therapy dates as required. To address this issue, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Availability unknown.

Manufacturer narrative:
The rod was not returned to the complaints handling unit for evaluation as it was discarded. As such a device history record search could not be conducted. A review of the complaint trend analysis for 186749480 found no observed trends for issues of this nature. A review with the depuy synthes spine medical safety specialist was conducted and it was noted that based on the limited information provided in this complaint narrative, lack of patient history and no imaging to support this complaint, it is difficult to ascertain the exact cause of the hardware failure. If more information becomes available, this complaint will be reevaluated. In the absence of the product device, imaging studies or an observed trend this complaint will be closed with no further action required. If more information becomes available the complaint will be re-opened and evaluated. Device not returned.